Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+2.5/092 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Correceted data: h6- investigation findings 213 should be included in previous MDR investigation conclusion 4310 should be included in previous MDR claim# (B)(4).

Manufacturer narrative:
Device evaluation: lens returned dry in lens case/vial. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2020: reporter gave a different replacement lens serial number (sn) than originally reported. Reporter stated that the original 13.2mm lens was replaced with a "12.6mm lens" and it solved the problem. However, the new sn of the replacement lens that was reported is actually a 13.2mm lens (same size as original lens). Attempts to obtain clarification have not been successful. Device code 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).